Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Procedure: c5 / 6 acdf. Whilst surgeon was inserting the screw, the distal tip of the skyline spring clip driver broke. Nothing fell into the patient. They used same like product to proceed and complete the case. Product specialist was present during the case. Patient was fine post-surgery. Five minutes in surgery. No adverse event to the patient. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
(B)(4). One (1) skyline spring clip driver [product code: 2868-30-300, lot no: gm3403201] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip within the working end of the driver¿s shaft. The fracture analysis report suggests the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the spring clip driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.